Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure, the delivery balloon ruptured during deployment of a sapien valve within a previously implanted sapien valve. The first sapien valve had been deployed in an 80:20 ventricular position, and appeared to not be fully expanded on the aortic side, resulting in severe central aortic insufficiency (cai). Following deployment of the second valve, the cai was resolved. The burst balloon could not be retrieved through the sheath, so the delivery system, sheath and wire were all removed simultaneously. The native aortic valve was moderately calcified. Balloon aortic valvuloplasty (bav) was not performed prior to valve deployment due to the patient presenting with a low ejection fraction and the medical team¿s desire to reduce the number of rapid ventricular pacing runs.

Manufacturer narrative:
Reference manufacturing report number 2015691-2014-00365. The device was not returned for evaluation as it was discarded by the site. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, it is likely that the balloon burst was due to a combination of patient factors (moderate annular calcification) and procedural factors (no bav performed and deployment within a prior sapien valve). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.